Manufacturer narrative:
Covidien reference # (B)(4). Date of initial report: 05/19/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation near the device jaws was coming off and the device wasn't activating correctly. There was no patient injury as a result of the reported condition.